Manufacturer narrative:
Product was not returned to zimmer biomet for evaluation. Root cause attributed to disease progression/patient anatomy. Review of complaint history found no additional related issues for this item. Review of device history records found this unit was released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2009. Subsequently, patient experienced pain due to lateral component osteoarthritis and lateral tibial plateau insufficiency (B)(6) 2010. It was reported that patient underwent revision procedure on (B)(6) 2012 due to pain associated with lateral component osteoarthritis and lateral tibial plateau insufficiency. Additional information received indicated that pathology report stated gross synovitis and chondrolysis of lateral component.